Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the coban wrap would stick to the roll in the edge and in the middle which caused it to fray. A review of the manufacturing records found that the product did not meet specifications at the time of manufacture. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed and the root cause was associated with manufacturing. The process used during the manufacturing timeframe created a reduced coating weight on the coban. A supplier preventative action was previously issued to address this failure.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during the procedure, when the package was opened the shoulder stabilization kit's bandage was found to be damaged and broken when it was stretched. A competitor device was used to complete the procedure. No delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.